Event description:
After being implanted into the patient's body, the filter was not opened. Later, it was opened after adjustments, but it was severely tilted and could not effectively intercept blood clots. Dsa showed large blood clots passing through the filter. The surgeon then retrieved the filter and replaced it with a new one.